Event description:
Report of an lv5 infusor overinfusion over 24 hours. Unit contained 3800mg of 5fu and saline to a total volume of 240ml. No patient injury or medical intervention. Report indicated overinfusion occurred twice on the same patient.